Manufacturer narrative:
(B)(4). Device evaluation: the condition of an infuso.r. With a "pump will not turn on" issue confirmed and reproduced during product evaluation. The assignable cause was determined to be a defective switch board assembly. The switch board was replaced in order to fix the reported condition.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "pump will not turn on." This condition occurred before use in the "anesthesia" department. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.